Event description:
The customer reported an intermittent "err eeprom" error message on the hl 20 4 pump console display. No pt involvement. Reference: (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A maquet field service tech examined the device and determined the esd cable, belts, roller guides and motor control board were defective. The defective parts were replaced and the unit was successfully tested to functional and factory specs and returned to service.